Manufacturer narrative:
An event regarding an alleged revision involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. It is noted that no specific reason was given for the revision of the insert. Method & results: -device evaluation and results: not performed as no device was returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: confirmed all devices accepted into finished goods conformed to specification. -complaint history review: not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Took out primary implants and put in revision parts. Doctor was planning on exchanging the poly and made the decision intraoperatively to take all the primary implants out.

Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 7; cat# 5521-b-700; lot# laiy; triathlon ps fem component, cemented; cat# 5515-f-601; lot# isgua. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was retained by the by the patient and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Took out primary implants and put in revision parts. Doctor was planning on exchanging the poly and made the decision intraoperatively to take all the primary implants out.